Event description:
X-rays showed insert wear. Insert was starting to delaminate laterally and a small piece posterio-medially had disassociated. Insert was removed, knee debride with partial synovectomy (no noticeable metal wear or associated debris) and insert was replaced with a 9mm revision insert. The patella was well fixed and exhibited good ingrowth.